Event description:
Additional information provided by the reporter. The issue was noted after a patient's cry of pain. The filler with the interface was blocked and the eye bulb was pressed. The monitor did not show any movement in the bar. The cataract procedure was not completed. There was no patient harm and no hospitalization was required.patient identifiers are not available.

Manufacturer narrative:
Evaluation summary: based on the information provided, the customer is reporting that the movement of the system¿s tensioned controlled objective was obstructed and there was no movement of the applanation bar indicator of the surgical monitor. The customer continued to drive the gantry down onto the patient¿s eye; resulting in the reported event. A company service representative examined the system and could not replicate the reported event. The system was found to be functioning as intended. The system was then tested and met all product specifications. The system met specifications at the time of release. The customers are trained to look at the patient during docking as well as utilizing the surgical and user monitors. This assists users in the docking process to ensure the best dock is obtained. Once contact is made between the patient interface and the patient¿s eye, the system is designed to indicate to the operator that contact was made on the user monitor. The applanation bar is designed to move up and track the objective¿s position. When the objective to top extreme of the applanation bar, the end of travel indicator with be activated. The system will display a red light on the surgical monitor and an audible tone will sound. Any further gantry downward movement is designed to be disabled to prevent excessive force from being applied to the eye. Once the operator observes physical contact had been achieved, the attention can be more focused on the indicators on the monitors. If the system is not performing as expected, the operator can abort the treatment to deter patient impact. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported that an event with a laser system occurred during surgery. The patient interface (pi) laser arm went down for the docking process on the patient's eye. The laser arm did not stop automatically when the pi reached the end position. This led to a deformation of the patient's eye. There were no consequences for the patient. Additional information has been requested but not received to date.